Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of greater than 2500 ohms. It was reported that the lead had fractured. A lead revision procedure was performed where the lead was cut and capped. There were no adverse patient effects reported.

Event description:
Additional information was received from the patient's spouse two months later, that the patient expired following the lead revision procedure. The field representative was contacted and upon discussion with the physician, noted that the patient expired soon after the procedure. It was noted on the operative note and patient's death certificate that the cause of death was non-ischemic cardiomyopathy. The physician noted the death was not related to the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.